Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the pt was admitted to ICU for high power, high plasma free hemoglobin and red urine. During the examination, it was revealed that there was no forward flow through the pump. Began using integrilin, but without desired result. Pt was stable in the ICU on a tissue plasminogen activator (tpa), drip was an attempt to reduce suspected pump thrombosis. It was noted that the pt recently had an infection. Four days later, the MFR was advised that the pt was given one 2 hour bolus of tpa and the clot was reported to resolve immediately. The power went down within normal limits along with the pulsatory index (pi). All lab tests returned normal. The pt will be discharged to home soon.